Event description:
During the implant procedure, the helix did not extend uniformly and as a result lead tip separation from the endocardium occurred as confirmed by the loss of sensing. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to established specifications. Utilizing a new easyturn stylet, the function of the fixation mechanism was, initially, abnormal due to the physiological residue surrounding the helix. Once cleaned the function conformed to specifications. It is not known, if this residue contributed to the "time delayed" extension of the helix during the implant attempt, since it was not reproduced during the analysis. The damage to the rv defibrillation coil and to the body of the easyturn stylet was determined to not be attributable to a mfg defect.